Event description:
The physician reported difficulty crossing the lesion with the triactiv system balloon guidewire and attachment of the flush catheter to the guidewire. During inflation of the triactiv system occlusion balloon, the pt experienced chest pain, st elevations, bradycardia, and low blood pressure. After the occlusion balloon was deflated, the pt's EKG stabilized but the pt was still experiencing some chest pain. The physician was unable to complete the procedure with the triactiv system and used a filterwire ez instead to complete the intervention.